Manufacturer narrative:
(B)(4). The reported complaint was not confirmed. During the laboratory evaluation, per the product surveillance technician (pst), the two halves of the module¿s case were not completely fitted together and closed. All functions of the module operated as designed. The pst connected the module to a system-1 (aps1) simulator with a pressure simulator connected to the module. He downloaded the data logs which showed no use since (B)(6) 2007. The pst assigned the module to a perfusion screen, and all functions of the module operated as designed; the module was able to read pressures and create alarms and alerts when pressures were above set points. The pst opened the module and found evidence of possible liquid ingress on the application board. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the amber light emitting diode (led) on the pressure pod assembly was on all the time (would not work). They changed out for another module and everything worked correctly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.